Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the user attempted to load a new cartridge. The user¿s blood glucose level was not impacted. Reportedly, the user successfully loaded a new cartridge and the user would continue to use the pump until replacement pump is received.